Event description:
It was reported that the patient was admitted through the emergency room following implantable cardiac defibrillator interrogation and it was suspected the process of interrogation caused the patient to go into a slow ventricular tachycardia (vt). The device and programmer remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted through the emergency room following implantable cardiac defibrillator interrogation and it was suspected the process of interrogation caused the patient to go into a slow ventricular tachycardia (vt). The device and programmer remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Additional information: the serial number of the programmer. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.